Event description:
It was reported that during testing conducted by a MFR field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was not returned to the MFR for eval. A follow up report will be submitted if the product is returned, and if the investigation results require.